Manufacturer narrative:
Philips received a complaint on the intellivue multi-measurement module x3 indicating a speaker error. The device was in use on patient at time of event, there was no adverse event reported. A technician visited onsite and confirmed the reported problem; a speaker error inop message was displayed on the device. The engineer determined that the speaker was working fine but the device showed a speaker error, so the engineer replaced the speaker and mainboard to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Additional manufacturer narrative: philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Corrected data: e1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Event description:
The customer reported that there was a loudspeaker error. It was confirmed that the speaker made a slight hissing noise and then the sound was completely gone. It is unknown if the device was in use at time of event, and there was no adverse event reported.